Manufacturer narrative:
Clarification on d3 and g1: establishment name and address updated. Clarification on d6b: removed explant date as it was provided as (B)(6) 2002, which is the implant date.

Event description:
Healthcare professional reported "intracapsular rupture, with silicone perspiration. Changing the color. Stage 3 shell: the breast is hard and deformed, but no pain". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported "intracapsular rupture, with silicone perspiration. Changing the color. Stage 3 shell: the breast is hard and deformed, but no pain". This record is for the left side. Device was explanted.